Event description:
Customer's diabetes educator reports back to back testing on the same meter while using the aviva system with results of 430 mg/dl, 227 mg/dl, 261 mg/dl, 355 mg/dl and lo (less than 10 mg/dl). No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.